Event description:
The nurse reported that about half way through the case, the unit began leaking fluid and there was poor vacuum. The circulator had to scrub in to manually vacuum with a syringe while the surgeon was performing the procedure. The case was extended by at least an hour. They rebooted and then the system would not prime. The surgeon completed the case manually. There was no patient injury. The patient outcome is good.

Manufacturer narrative:
The company service representative examined the system and replaced the vacuum pressure manifold and receive mechanism for vacuum/priming issues. The vacuum pressure manifold and receiver mechanism were sent in house for testing. The system was tested and it met all product specifications. Investigation including root cause analysis is in progress. Supplemental MDR will be filed when additional reportable information becomes available.